Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt failed a pulse test. The electrode belt's pulse wire heat shrink tubing was separated in the distribution node, causing the pulse wires to short. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.